Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress, degradation ,external factors olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the insertion section light guide lens has a chip, and the insertion tube coating was peeling off and needed to be replaced. There was no patient involvement.